Event description:
Customer states that falsely elevated accutni (troponin) result of 11.01 ng/ml was produced on the access system and reported. The result was questioned and the sample was retested twice with results of 0.0 ng/ml and 0.01 ng/ml. There was no death or serious injury associated with this event and no treatment was based on the false high result, however a falsely elevated accutni result could potentially contribute to treatment decisions that might include catheterization. A heart catheterization is considered additional diagnostic testing, however, because it is an invasive procedure and could contribute to a serious injury situation that may require medical intervention to prevent permanent injury, beckman coulter feels this event requires reporting under 21 cfr 803.